Event description:
The patient's doctor reported that the patient was admitted to the hospital on (B)(6) 2010 with elevated blood glucose levels. F/u with the patient's mother revealed that the pump ran out of insulin and the patient did not change the cartridge due to being ill with chronic pain. The patient remained in the hospital due to chronic pain.

Manufacturer narrative:
The pump alerted the user to the empty cartridge, however the patient did not replace the cartridge. The patient has continued using the pump with no issues. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed.